Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 27-feb-2020.

Event description:
The customer reported a navigation ring failure. They stated that the touch screen would not allow the user to change, accept or cancel the value. There was no patient involvement.

Manufacturer narrative:
G4: 17mar2020 b4: (B)(6)2020. The fse (field service engineer) evaluated the device and confirmed the reported problem. The service technician replaced the front bezel and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.